Event description:
It was reported the customer received an alarm and their screen went black shortly after. The customer also reported that they had changed the battery, but the insulin pump's screen remained black. Customer also stated their act button was unresponsive when they attempted a bolus. The customer also stated there was a minor crack on their insulin pump's screen. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.